Event description:
A non-smoking patient with type 2 diabetes originally implanted with ti anterior tension band plate at l3 - l5 was revised. Several weeks status post surgery, x-rays of the plate showed good position at l5 but plate was pulling out at l3; vertebral bodies appeared to have shifted. Patient was revised to a 2 level alif at l3 - l5 with peek ar interbody spacers and bone graft. This is the first of four reports for this event.

Manufacturer narrative:
Information was not provided during initial report. Additional information has been requested. Device is in the investigation process, the device history record has been requested. No conclusion can be drawn at this time.